Event description:
Note: the date of the event is unk. It was reported to boston scientific corporation in 2008, that an rf 3000 radiofrequency generator was used during a radio frequency ablation in the liver. According to the complainant, the pt experienced second degree burns on the legs from the pad during the procedure, with redness and blistering present the size of the pad. Dry bandages were applied to the burn and the pt was healed after two days. The procedure was completed with another rf 3000 radiofrequency generator. There is no further info available regarding the pt.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The june 2008 15-month rf generator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.